Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The high resolution stereo viewer (hrsv) was installed and tested on the printed circuit assembly (pca) test system. The hrsv started up and failed with no video on display. The right eye issue was replicated.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the right eye of the high-resolution stereo viewer was completely black. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform a hard reboot twice, with no change. The customer reportedly did not have a backup surgeon side console (ssc) available. There were no reports of patient injury. Isi followed up with the initial reported and received the following additional information: the system initially powered on without errors. The procedure was completed robotically, with vision in only one eye. Patient demographics information was also provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the hrsv involved with this complaint to perform failure analysis. However, failure analysis is not complete.